Event description:
We were informed that while the cutter passed initial testing, it failed to function properly during surgery. As a result, the surgeon switched to an alternative device to continue with the procedure. No report that actual patient/user harm occurred. However, due to the reported event surgery was prolonged >30 minutes.

Manufacturer narrative:
In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.

Event description:
We were informed that while the cutter passed initial testing, it failed to function properly during surgery. As a result, the surgeon switched to an alternative device to continue with the procedure. No report that actual patient/ user harm occurred. However due to the reported event surgery was prolonged >30minutes.

Manufacturer narrative:
In regard to this complaint, logfiles and pictures were provided for review. Review of the logfiles and pictures confirmed the occurrence of the reported error codes. This indicated that the incoming pressure/flow was insufficient and the module went into pause state. Note that if a module goes into an error state, it will trigger the remaining modules to go into a pause state. Unfortunately, the complaint cannot be further investigated as not enough data was given nor confirmed conclusively as nothing was returned to d.o.r.c for investigation. Nevertheless, the machine is currently working normally and the error codes have not reappeared.the risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends.all similar incidents related to the eva surgical system are included in the analysis (vi-defect). Since 2021 more than (B)(4) surgeries have been performed with the eva surgical systems installed. Please note that the failure codes will not always lead to a prolonged/delayed surgery. Please note that the complaint related to this manufacturer incident report is included in the complaint numbers in the table.